Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump drop on floor and then alarmed pump errors. The customer¿s blood glucose was unknown. Customer performed self test which was not ok. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and the displacement test. No unexpected pump error 54 or pump error 3 alarms noted during testing however, the downloaded history files confirmed pump error 54 alarm and pump error 3 alarm due to a software error. Device was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.